Manufacturer narrative:
Device received with back light anomaly due to flickering light problem isolated to the electronics assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 375 mg/dl at the time of the incident. Customer reported display was flashing. Customer stated that the screen in the light and able to see what the screen says but now its flashing and nothing was on the screen. Customer stated that the insulin pump had no delivery alert and event was resolved by infusion set change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.